Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery proximal anterior descending branch with 80% stenosis, and mild distortion. The 3.5x38mm xience alpine stent delivery system (sds) was not prepared per instructions for use. The delivery system was noted to have a leak in the balloon when the stent was being released. The stent remained tightly crimped and the sds was simply removed. Another xience alpine stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported material rupture could not be determined. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the balloon may have interacted with the 80% stenosed lesion during advancement/positioning of the device, causing the reported material rupture; however, based on the information received and without the device to examine, this cannot be confirmed. In addition, it was reported the 3.5x38mm xience alpine stent delivery system (sds) was not prepared per the instructions for use (IFU). It should be noted that the xience alpine everolimus eluting coronary stent system, electronic instructions for use (eifu) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube, when connecting to the inflation device / syringe. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. It is unknown if the IFU deviation directly caused or contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6 medical device problem code: 2017, incorrect prep.